Event description:
Adverse event(s): "trauma to wound" (eye injury). Product problem: "injector malfunctioned during procedure" (mechanical jam [injection system]). An operating room manager reported that an injector malfunctioned during an intraocular lens (iol) implant surgery. In a telephone conversation with the surgeon, he reported the injector had too much tension when he was trying to push the iol through the cartridge and the iol became stuck in the cartridge. He pulled the injector and cartridge out of the eye and tried again, while it was outside, to push the iol through the cartridge and the tip of the plunger went through the tip of the cartridge about 1 mm. The surgeon stated there was trauma to the patient's wound from the injector. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 04/19/2010, 04/21/2010, 04/23/2010, 04/24/2010, 05/04/2010, and 05/13/2010 by phone and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).